Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that an ophthalmic blade was found to be bent and blunt. The scheduled procedure was cataract surgery, and the timing of the event is unknown. The patient health impact was not reported. Additional information has been requested, but none has been received at the time of this report.